Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working. A surgical procedure was performed to remove and replace all the components; however, upon explant, no device issues were identified. There were no patient complications reported.